Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. No further steps are planned at the moment.

Event description:
The user's hearing performance with the device is affected. Further proceedings are currently unclear.

Event description:
The user's hearing performance with the device is affected. Further proceedings are currently unclear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.